Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A non-bsc guide extension catheter was inserted and a 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts of inserting the synergy¿ stents onto the guidewire, it was noted that the proximal edge of the stent got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.